Event description:
It was reported that a tandem mobi cartridge alarm occurred during the fill tubing process, and there was no adverse impact to the customer's blood glucose level. Cts confirmed the issue and decided to replace the pump, ensuring the customer would receive a pump with updated software. The customer was informed about the steps for returning the faulty pump, including putting it into storage mode and using the provided return box and label. Customer will continue to use current pump for insulin delivery.